Event description:
It was reported that the workstation would beep whenever it was plugged into the ac receptacle and it would not power on. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the controller board. The system operates as intended.